Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been onsite and started the investigation. The pressure transducer printed circuit board was found defective and has been replaced. The replaced part has been requested but not yet received. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).